Manufacturer narrative:
Based on the claim against the product by the customer noting the cautery would not work an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. Also, portion of the yaw pulley was missing as a result. The missing piece measured approximately 0.088¿ x 0.068". Upon visual inspection, there was no damage observed on the conductor wire and the instrument passed electrical continuity. Additionally, the instrument was found to have corrosion on one or more clamping pulleys in the backend. The complaint regarding cautery would not work was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the fenestrated bipolar forceps cautery would not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.